Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of the left anterior descending artery. A 24x2.50mm promus premier stent was advanced, however the device was unable to cross the lesion and it was noted that the stent struts was lifted. The procedure was completed with a 2.5x23mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts along the proximal portion of the crimped stent were damaged and stretched proximally out over the proximal markerband. This type of damage is consistent with the stent encountering resistance while advancing the device to the lesion site. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of the left anterior descending artery. A 24x2.50mm promus premier¿ stent was advanced, however the device was unable to cross the lesion and it was noted that the stent struts was lifted. The procedure was completed with a 2.5x23mm non-bsc stent. No patient complications were reported and the patient's status was good.